Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for 1 patient sample tested on an unspecified roche instrument and submitted the sample for investigation. Based on the data provided, discrepant results were identified for elecsys ft4 ii assay (ft4 ii) and tsh between the customer's unknown system, a cobas 8000 e 602 module used at the investigation site and the siemens centaur method. It is not known if the initial results from the customer site were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii results. There was no allegation that an adverse event occurred. The instrument type and serial number used at the customer site was not provided. The e602 module serial number used at the investigation site was (B)(4). The tsh reagent lot number used at the investigation site was 328081 with an expiration date of dec-2018.

Manufacturer narrative:
There was not enough sample material remaining to complete the investigation. Based on the data provided, a general reagent issue can be excluded. Assays from different manufacturers, in this case siemens, can generate different results. The investigation was unable to find a definitive root cause.